Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, after multiple attempts to place the lead in the rv (right ventricle), the lead was placed but with poor sensing at multiple sites. The lead was not used. A second lead was attempted, and placed in the rv with adequate sensing, impedance, and threshold. The physician then attempted to place the first lead in the atrium, but this attempt was aborted due to the patient's declining status, as at some point during the procedure the patient experienced a possible endocardial perforation and pericardial effusion. Fluids were infused and a stat echo was ordered, with a small amount of fluid noted in the pericardium. The physician opted to not implant an atrial lead. The patient was transferred to the intensive care unit alive, with high programmed outputs per the physician's order. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.